Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provides the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) would not come out of the cartridge completely. The lens had partial contact with the eye. It was not fully inserted as the lens was partly stuck. There was no incision enlargement, no suture and no vitrectomy. A backup lens was used to complete the procedure successfully. The patient is fine. There were no infections. No additional information was provided to abbott medical optics.